Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), ectopic pregnancy with contraceptive device ("ectopic pregnancy with essure"), device expulsion ("migration of essure device location of device: uterus"), perforation ("migration/perforation") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 31-year-old female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "didn¿t undergo an essure confirmation test". The patient's past medical history included cesarean section, laparoscopy and pelvic adhesions. Concurrent conditions included adhesiolysis and irregular menstrual cycle. Concomitant products included budesonide w/formoterol fumarate (symbicort) and sertraline. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain/pain") and abdominal pain ("abdominal pain"). In 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection") and rash ("rashes or skin conditions type: in groin area"). On (B)(6) 2017, 2 years 3 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and left salpingectomy), surgery (right salpingectomy), surgery (hysterectomy(full) with unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, ectopic pregnancy with contraceptive device, device expulsion, perforation, intra-abdominal haemorrhage, dyspareunia, vaginal discharge, vaginal haemorrhage, menorrhagia, urinary tract infection and rash outcome was unknown and the abdominal pain lower, pelvic pain, abdominal pain and vulvovaginal pain was resolving. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device and pelvic inflammatory disease with essure. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dyspareunia, intra-abdominal haemorrhage, menorrhagia, pelvic pain, perforation, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: essure inserts placed on left without difficulty. Initial deployment with excess coils into cavity, this device removed intact and 2nd essure deployed without difficulty with 4 coils visible. Diagnostic results: on (B)(6) 2017, us transvaginal revealed, uterus: 6.5 x 3.4 x 3.9 cm endometrium 3 cm essure mid fundal of the endometrium. On (B)(6) 2007, pathology test revealed, the left cornu contains a metallic coil; however the right cornua does not. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, vaginal beeding, vaginal discharge, pelvic inflammatory disease, ectopic pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), ectopic pregnancy with contraceptive device ("ectopic pregnancy with essure"), device expulsion ("migration of essure device location of device: uterus"), perforation ("migration/perforation") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 31-year-old female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "didn¿t undergo an essure confirmation test". The patient's past medical history included cesarean section, laparoscopy and pelvic adhesions. Concurrent conditions included adhesiolysis and irregular menstrual cycle. Concomitant products included budesonide w/formoterol fumarate (symbicort) and sertraline. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain/pain") and abdominal pain ("abdominal pain"). In 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection") and rash ("rashes or skin conditions type: in groin area"). On (B)(6) 2017, 2 years 3 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and left salpingectomy), surgery (right salpingectomy), surgery (hysterectomy(full) with unilateral salpingectomy) and surgery (hysterectomy(full) with unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, ectopic pregnancy with contraceptive device, device expulsion, perforation, intra-abdominal haemorrhage, dyspareunia, vaginal discharge, vaginal haemorrhage, menorrhagia, urinary tract infection and rash outcome was unknown and the abdominal pain lower, pelvic pain, abdominal pain and vulvovaginal pain was resolving. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device and pelvic inflammatory disease with essure. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dyspareunia, intra-abdominal haemorrhage, menorrhagia, pelvic pain, perforation, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: essure inserts placed on left without difficulty. Initial deployment with excess coils into cavity, this device removed intact and 2nd essure deployed without difficulty with 4 coils visible. Diagnostic results: on (B)(6) 2017, us transvaginal revealed, uterus: 6.5 x 3.4 x 3.9 cm. Endometrium 3 cm essure mid fundal of the endometrium. On (B)(6) 2007, pathology test revealed, the left cornu contains a metallic coil; however the right cornua does not. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, vaginal bleeding, vaginal discharge, pelvic inflammatory disease, ectopic pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received. Lot number was added. Events added: vaginal bleeding, menorrhagia, uti, groin area rashes, expulsion of device, pelvic inflammatory disease, essure confirmation test not performed, vaginal pain, ectopic pregnancy and device ineffective. Concomitant diseases and lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent a pelvic surgery to try and alleviate symptoms). At the time of the report, the perforation, intra-abdominal haemorrhage, abdominal pain lower, pelvic pain, abdominal pain, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, intra-abdominal haemorrhage, pelvic pain, perforation and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.